Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a visible kink was observed at the t-lock area connected to the cassette (not an ICU medical device). Shortly thereafter, a line blockage occurred because the tubing could not be fully straightened. The cassette and infusion set, including the site and tubing, were subsequently replaced. The event occurred while in use with the patient, and no patient injury was reported.